Manufacturer narrative:
The device referred to in this report has not yet been returned to olympus for eval. The exact cause of the reported incident could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic hysterectomy polypectomy procedure, the electrode tip became detached, fell inside the patient and was retrieved. There was no patient injury reported. Olympus follow up with the user facility and was informed that towards the end of the intended procedure, the electrode tip broke off and additional or time was needed to retrieve the device. An endoscope was used to locate the electrode tip inside the patient's uterus. The staff checked all the suctioned irrigation fluid that was available and the device was not found. The tip was then located in the patient upon removal of the (vaginal) speculum. The tip was successfully retrieved with no patient harm.